Event description:
The doctor stated the pt received a medpor mandible implant in 2007. The doctor stated that upon closing the area around the implant it appeared to be bulky and he had trouble closing the incision. The doctor stated that the pt developed an infection some time after the surgery. The doctor reported that he treated the infection and when the infection did not clear up, removed the implant.

Manufacturer narrative:
The device history records for this lot were reviewed and all processes and test criteria have been verified as complying with the medpor implant specification. Additional lot # c024f69h.